Manufacturer narrative:
Concomitant medical products: product ID: 3708760, serial#: (B)(4), implanted: (B)(6) 2020, product type: extension. Product ID: 3387s-40, lot#: va26e5r, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3708760, serial/lot #: (B)(4), ubd: 15-jan-2024, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 15-jan-2023, UDI#: (B)(4), if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had out of range impedances on the right side during intraoperative testing after the implantable devices were connected. In the initial impedance test at 3v, it showed contact 11 as open and contact 10 as slightly above 2000. On the second impedance test, it showed contact 9 and 11 as open. On the third impedance test, contact 11 jumped to avoid (above 40,000) and contact 10 was an open at 2,520 ohms. After the first impedance test, the physician retightened the screws and wiped down the distal contacts. This was repeated for the second impedance check. The issue was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3708760 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type extension product ID 3387s-40 lot# va26e5r serial# implanted: (B)(6) 2020 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the open circuit was unknown. No further actions are being taken.

Manufacturer narrative:
Additional review indicates that impedance issue from manufacturer¿s report #2182207-2024-00052 was already reported in this report (#2182207-2020-00470). Any additional information regarding this event will be submitted as a supplemental submission to this report (#2182207-2020-00470). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.